Event description:
It was reported that the tips of the suturecut needle driver instrument would not align. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found the scissors to cut cleanly through ethibond 2-0 suture. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly and is fully functional. The customer reported complaint could not be confirmed. Engineering also observed deep scratches on the main tube with material removed. The damage is located in a section extending approx 1.825" from the intersection with the proximal clevis. Based on the location and appearance, the damage is most likely due to instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.